Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. The product lot number is unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Initial reporter - the customer contact information, including phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00766, 1226348-2018-00767, & 1226348-2018-00768.

Event description:
As reported by a healthcare professional, three 4mm x 30mm enterprise 2 (enf403012/unk lot) stents failed to resheath. There was no report of consequence or impact to the patient. It was reported that the information provided for this complaint was all of the details that were known/available regarding this event. The products were discarded and are thus not available for evaluation.

Manufacturer narrative:
Product complaint #: (B)(4). As reported by a healthcare professional, three 4mm x 30mm enterprise 2 (catalog #: enf403012/unk lot) stents failed to re-sheath. There was no report of consequence or impact to the patient. Multiple attempts to obtain additional information were unsuccessful. The devices were not returned for evaluation. In addition, the sterile lot number was not reported. Without the lot number, a review of the manufacturing documentation could not be performed. With the limited information available and without the products available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Inability to recapture is a known potential failure associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal markerband (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. Note: when advancing the infusion catheter over the stent during recapture, it may be necessary to keep the stent stable with tension on the delivery wire. Caution: if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Caution: the stent may be fully recaptured once.¿ assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided; however, it is possible that procedural and handling factors may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 1226348-2018-00766, 1226348-2018-00767, & 1226348-2018-00768.